Event description:
It was reported that during a coronary stenting treatment procedure, stent deformation occurred. The target lesion was located in the proximal third of the saphenous bypass to the mid left anterior descending (lad) artery. Another manufacturers' 6f 100cm guide catheter was positioned at the level of the bypass and another manufacturers' 0.014" guide wire was advanced across the lesion area and positioned downstream of the bypass. The lesion was not pre-dilated and a 4.50x28mm omega bare metal stent was deployed in the target lesion at 14atms for 30 seconds. Another manufacturers' 4.50x15mm balloon catheter was used for two inflations at 14atms for post-dilation. Final angiography showed that residual stenosis was lower than 30% and timi 3 flow was observed. There is no indication of a dissection or thrombus. However, at the end of the procedure the omega stent was observed as "breaking or a deformation". The patient died two hours after the completion of the procedure. The cause of death is unknown. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Supplemental information provided by the procedure fluoroscopy from the site confirms the location of the lesion of interest in the proximal third of a vessel graft to mid lad. The maximal stenosis within the lesion is located at a significant bend on the vessel graft. After wiring of the graft, direct stenting is shown with an element platform stent (omega stent according to the event description). This stent appears to be undamaged immediately after deployment. Post-dilation balloon inflation is shown and no significant damage is seen at the proximal end of the deployed stent. However, a stent fracture in the middle of the stent becomes visible. Both anatomical characteristics and post-dilation appear to create hinge point eventually facilitating the mid-stent fracture. Of note, the last available video loop shows no obstruction to the flow with timi 3 flow through stented segment and in the distal distribution.

Manufacturer narrative:
(B)(4).